Manufacturer narrative:
A supplemental MDR is being submitted for completion to the engineering evaluation. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. The customer provided imagery and the following was observed: the inflation balloon had a radial burst. The balloon material is bunched distally. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was able to be confirmed from the provided imagery. Evaluation of the device imagery shows that the balloon burst radially and the balloon material is bunched in the distal region of the balloon. Available information suggests calcification likely contributed to the event as the customer reposted severe calcification in the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, the customer also reported adding +2cc into the inflation volume. While the prescribed nominal inflation volume is provided in the IFU, it is possible that extra inflation volume was used (over-inflation), subjecting the balloon to pressures high enough to cause the balloon to burst. The complaints for difficulty or inability to withdraw system through sheath was able to be confirmed from the provided imagery. Available information suggests withdrawal of burst balloon likely contributed to the event. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), 7 years, 1 months, and 13 days post-implant of an unknown size sapien 3 valve in the mitral position, the sapien 3 valve required intervention due to stenosis and motion restriction (validated by echo) with a mitral gradient of 11mmhg and a valve in valve was performed with a 23mm sapien 3 ultra resilia valve. Upon inflation of the commander delivery system with an additional 2cc, the balloon ruptured during the final 2cc. The valve was able to be fully deployed, however the commander was unable to be pulled back into the esheath+ and required removal by the surgeon with a patch to the right femoral vein. It's noted that there was a significant amount of debris around the balloon during inflation. Also, the septal occluder device touched the balloon during valve insertion.